Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The customer stated that the basal delivery totals in the total daily dose did not match. This complaint is being reported because this may cause under or over delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: a review of the black box showed the delivered boluses matched the total daily dose bolus history. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no issues occurred. A ten unit audio and ten unit normal bolus were manually performed and recorded in the bolus history. The total daily dose history correctly showed twenty units. No errors, alarms, or warnings occurred during testing. The complaint of the pump's bolus totals calculating a greater than five percent discrepancy was unable to be duplicated. (B)(4).